Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that device was unable to access the server. The technical support specialist (tss) connected with customer and confirmed that their hospital information technology (hit) team restored the network and es server connection. The tss then dialed and verified that es server showed that the user ID successfully logged into the es web server. The customer granted permission to close the ticket. The system functioned as intended after the hit team and technical support specialist investigated the issue in the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to access the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.